Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient received a vibratory alert for high, out of range pacing lead impedance on both atrial and rv leads. X-ray did not reveal any anomalies. Lead was capped and a portion was returned.

Manufacturer narrative:
A partial lead with connector pin measuring 22.1cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.